Event description:
The customer contact reported no suction. During incoming inspection prior to clinical use, it was reported that after the suction liner was inserted into the device, no suction was created. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(6).